Manufacturer narrative:
During use, the inner tube came out of the 6f-7f mynx control vascular closure device (vcd) as they were removing it from groin. The sealant was never deployed. There was no reported patient injury. Manual pressure was held for twenty minutes to achieve hemostasis. The procedure type was an interventional peripheral. The mynx deployer was trained. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no access site vessel tortuosity. The device was not stored at a temperature exceeding 25 °c. There was no damage noted to the device packaging or the sealant sleeve. The mynx vcd was prepped according to the instruction for use (IFU) instructions. The sheath was securely and successfully connected to the mynx with no difficulties noted. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The product was returned for analysis. Visual review: a non-sterile 6f/7f mynx control vascular closure device reported in the complaint was returned for investigation. Per visual analysis, the sealant outer sleeve was detached from the device as received. Button 1 and button 2 fully depressed with stopcock open. The sealant was not returned. A 6f cordis sheath was on the catheter hooked to the sheath catch with stopcock closed. The device, procedural sheath, and the syringe were exposed to blood. The syringe was in neutral position. As the device was returned with both the buttons depressed, functional testing could not be performed. Per microscopic analysis, the catheter was detached from the device as received, exposed to blood, and kinked. Part of the catheter/swivel was observed in the handle frame. The swivel bond was inspected for deformities and no voids or bubbles were found. Per dimensional analysis, the cartridge length was measured, no elongation or stretching found on the returned device. The length was within spec. A product history record (phr) review of lot f2030903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control system separated¿ was confirmed during analysis of the returned device. The reported event appears to be caused by a manufacturing related issue. The exact cause of the reported event could not be conclusively determined. Procedural and handling factors may have contributed to the reported event. In addition, the investigation revealed that the outer sleeve to swivel bond was detached. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened¿. The product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore a corrective/preventive action will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use, the inner tube came out of the 6f-7f mynx control vascular closure device (vcd) as they were removing it from groin. The sealant was never deployed. There was no reported patient injury. Manual pressure was held for twenty minutes to achieve hemostasis. The procedure type was interventional peripheral. The mynx deployer was trained. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no access site vessel tortuous. The device was not storage temperature exceed 25 °c. There were no damage noted to the device packaging or the sealant sleeve. The mynx vcd was prepped according to the instruction for use (IFU) instructions the sheath was securely and successfully connected to the mynx with no difficulties noted. Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device is expected to be returned for analysis.